Manufacturer narrative:
The device has not been returned for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine change out, the implantable defibrillation lead exhibited high out of range shock impedance measurements when connected to this implantable cardioverter defibrillator (ICD). Shock impedance measurements had increased with the previous device, from 58 to 101 ohms. A minimum energy shock was delivered which yielded a 67 ohm measurement. A defibrillation threshold (dft) test was done and a 31 joule shock did not convert. The patient was externally rescued. A message indicating an open circuit occurred was observed. Reviewed of the episode found the 31 joule shock yielded a measurement that was greater than 125 ohms. Additionally it was noted a 41 joule shock was in process when the external shock was delivered. There was a concern the lead was fractured, causing the high out of range measurements. The device was programmed to monitor only and the patient used a life vest. The pocket was later reopened and this lead was explanted. A subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. No additional adverse patient effects were reported.